Manufacturer narrative:
The customer indicated that product would be returned but has not been received as of yet. Without benefit of returned product or lot number no further investigation can be performed. Since no lot number was available, review of the device history record could not be performed. Co is unable to confirm or determine the cause of this incident without benefit of returned product. An add'l report will be submitted, should information become available that impacts the outcome of co's investigation.

Event description:
The reporter stated that the tubing ripped a minute after the procedure began. No pt injury or treatment as a result of this issue.